Event description:
It was reported that during a procedure the laser photovaporization of the prostate procedure, the console shutdown. The console could not be started, so the procedure was postponed. The patient was present and under anesthesia when this issue occurred. There were no patient complications reported.